Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test. This occurred during testing in the biomed service department.. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "failed flow test," was reproduced. The device was sent for flow accuracy test which showed that it is out of the acceptable tolerance range. An event history log review revealed 4 infusions programmed at a rate of 120 ml/hr and a vtbi of 20 ml. The infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism. The mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.